Manufacturer narrative:
Account checked the head up and down electric valves, and the issue returned. Account then checked the CPR valve and found the rubber seat on the valve seems to be disconnected from the valve causing this issue. The account replaced the CPR valve to resolve this issue.

Event description:
Account alleged, the head up will not raise. No injury reported.